Event description:
No osseointegration, patient has xerostomia, drug or alcohol abuse, no thread tap used, primary stability was achieved, implant wasn't completely covered by bone, immediate implantation, asymptomatic.